Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the basket would not open when the device handle was actuated. The device was removed and the procedure was completed with another trapezoid rx lithotripter compatible basket device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; side-car torn.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. Approximately 18 mm of the proximal end of the guidewire lumen (side-car) was torn. Functionally the basket failed to extend due to the heavy residue. The basket was manually extended and retracted and the wires were found to be even spaced and not deformed. The condition of the returned incident device was consistent with the complaint that the basket won't open. However during device evaluation it was also noted that the guidewire lumen (side-car) was torn. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors along with heavy contrast residue limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).